Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultralink meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed that the subject meter was reading inaccurately on (B)(6) 2015, when he obtained alleged inaccurately erratic blood glucose results of ¿394, 144 and 368 mg/dl¿ within 20 minutes of each other. The patient manages his diabetes with insulin pump therapy. He reported that in response to obtaining the alleged inaccurate results, he consumed more food/drink on (B)(6) 2015. Prior to the start of the alleged issue, the patient reported that he had experienced ¿dizziness [and] fell down¿. The patient alleged that on (B)(6) 2015, he was taken to the emergency room (ER) where he was treated by a healthcare professional (hcp) ¿with 12 units insulin¿. The patient denied that any other device had been used to check his blood glucose levels. At the time of troubleshooting, the cca noted that the patient used the same approved sample site and the subject meter was set to the correct unit of measure. However, the cca noted that the patient had not washed his hands prior to conducting the blood glucose tests. The patient was educated by the cca on the correct testing method to use in future. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurate results with the subject meter and was treated by a hcp for an acute diabetes excursion after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.